Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the string broke in half. She attempted to use the remaining part of the string to remove the tampon but it separated from the pledget. She manually removed the pledget from her vaginal cavity. She scheduled a medical visit for a month out to confirm no pieces remained. She did not have any symptoms and did not experience any adverse health effects. A follow-up report will be submitted if additional details are obtained.